Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that while paramedics used a smiths medical pneupac¿ parapac plus it was noted to have failed to elevate the patient's chest fully. The ventilator was reported to be on low pressure and failed to ventilate. No adverse effects were reported.

Manufacturer narrative:
One pneupac¿ parapac plus was returned for analysis in good condition without battery. The customer's reported problem was "the unit failed to ventilate with low pressure 2 times while in use with a patient." Investigator performed initial testing by connecting compressed air line set at 50 psi and powering on device for 4 days at 7 hours per day. Throughout initial test period, there were no issues found. Device operated as intended. Device passed all functional tests. Could not confirm customer reported problem. No fault was found. Device history record complete and within specifications.